Event description:
It was reported that the device has a cassette not installed correctly error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown.

Manufacturer narrative:
Other, other text: b5: it was reported that the device has an error -cassette not installed correctly-. This device was not being used with a patient when the fault was discovered. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with tamper seals intact. There was evidence of the error or reported problem recorded in event history log. The reported problem however was not duplicated. No fault was found as investigation was unable to duplicate the reported issue. The root cause of the reported problem was unknown. For preventative measure/action the downstream occlusion sensor was replaced. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation, corrected data: corrections: h4: mfg. Date. 21-nov-2019; d4: model number: 2120.